Event description:
Customer called regarding the meter allegedly giving redo check and not ok. They did not report any symptoms. There was no evidence of an adverse event, based on the information provided. The meter was replaced due to an unresolved issue.